Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the reported issue of " outer sheath is torn" was not confirmed during inspection, however, the insertion tube found with torn boot, deep scratches and excessive snakiness. In addition, the distal end (d/e) plastic cover was found cracked, with foreign material attached on distal end. Furthermore, the following defects/findings were identified during device inspection: labels not properly affixed . Leak from a-rubber glue observed. Leak from right/left (r/l) knob. Image has halo due to objective lens (ob) lens glue (peeling on cement) noted . Hole on switch 1 (sw1). Low angulation noted. Play observed on control knob. Adhesive around lenses found peeling. Light guide (lg) lens cracked. A-rubber glue cracked . Light guide (lg) tube has deep buckles. Scope connector contact pins noted chipped. Light guide prong /mount with loose cover glass a-rubber glue discolored and peeled off . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device " outer sheath is torn" , observed during reprocessing. No harm was reported. No patient harm , no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed but could not be identified further. It was presumed that the foreign material may not have been removed even by proper reprocessing due to physical damage at the distal end. However, the cause of the physical damage could not be further presumed. Olympus will continue to monitor field performance for this device.